Event description:
While doing routine equipment examinations (no patients involved), two of the bag I adult manual resuscitators were found with a deformed oxygen inlet port. These single use resuscitators had not been used and are being returned for evaluation.

Manufacturer narrative:
Two unused the bag I disposable resuscitators were returned for evaluation. The o2 inlet ports were verified to have been degraded and deformed by contact with the o2 tubing connector material. The o2 inlet ports were still open and the o2 tubing could still be attached and the o2 reservoir filled. The returned resuscitators were fully functional. Laerdal has provided replacement the bag iis for all of the affected units. The bag I disposable resuscitator was introduced in 2003 and obsoleted in june 2007 when the current the bag ii disposable resuscitator was introduced (manufacturer changed).